Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their stimulator (ins) that was implanted for chronic low back pain and spinal pain. It was reported that patient's first implant was a non-rechargeable battery. Initially, the patient stated that it was replaced due to normal battery depletion but later noted that battery was replaced because it quit. The exact date of the event was not provided. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
Based on additional review of the event, product problem also pertains to the event. If information is provided in the future, a supplemental report will be issued.